Event description:
It was reported that on 12 june 2024, a amplatzer patent ductus arteriosus (pda) occluder (9-pda- 006 batch 8580360) was chosen for implant utilizing a 7f amplatzer torqvue delivery system (lot: 9232542). During implantation, when attempting to recapture the device, the end of the delivery sheath bent and the occluder could not recaptured. The delivery sheath was replaced with amplatzer torqvue exchange system 9-eitv08f180/80 (lot: 8181072) which was then used to retract the occluder successfully. The procedure was aborted. The patient was reported to be stable. There were no reported patient consequences or clinically significant delay.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of retraction problem and material bent was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. In this case, the returned device analysis confirmed the reported material bent of the delivery sheath. Additionally, it was observed that the sheath tip had invaginated. The reported retraction problem could not be replicated in a testing environment due to the returned conditions of the device (bent device and sheath tip invagination). Based on the available information, the reported retraction problem was due to the reported material bent of the delivery sheath. However, the cause for the report material bent and observed material invagination could not be determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.